Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a pt (age and gender unk), the device failed to capture the patient's heart rhythm. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.